Event description:
It was reported to boston scientific corporation that while using a hydrothermablator procedure set during an hta procedure, the machine alarmed due to fluid loss. According to the complainant, it was a loose patulous cervix. Patient had a fibroid inside the uterus that was protruding into the cervix. The physician had two tenaculums on the cervix and he was twisting one pretty hard in order to tighten the cervix. Reportedly, the female patient (age and weight are unknown) received a burn on the exterior portion of her buttocks; the degree and extent of the burn was not classified. The physician aborted the procedure, treated the burn with silvadine cream and discharged the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Other text : disposed